Event description:
It was reported that the device reached recommended replacement time (rrt) five weeks after implant. Technical service personnel recommends replacement, however, patient is critically ill and is not a surgical candidate at the present time. There were no reported patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.